Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. It was stated that the customer has not treated his glucose level since the night before. Instructed the nurse to remove the cannula and found that it was not bent. Advised the caller that the insulin pump is delivering the insulin, but the customer is not bolusing. The customer's blood glucose at time of call was 454mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.